Event description:
It was reported that during a da Vinci-assisted ventral hernia transabdominal preperitoneal transabdominal preperitoneal procedure, before port placement, the customer allowed the robot to power down after it became unplugged. When they attempted to power the robot back on, they detected a smell of smoke coming from the robot. The robot remained powered off due to the smoke odor. As a result, the procedure was converted to another da Vinci system. The procedure was completed.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An Intuitive Surgical, Inc. (ISI) Field Service Engineer (FSE) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. Electrical / Mechanical adjustment made to correct reported problem. System tested and verified as ready for use.